Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the item- 200002302- headball impactor crack - out of box failure. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the item- 200002302- headball impactor crack - out of box failure". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '200002302, dps hd imp tip¿ had broken along the engraved area. With available information a definitive potential cause can not be established at this moment. This issue is being investigated through depuy synthes quality system. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the dps hd imp tip would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the photo provided. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.